Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 35 mg/dl. Customer did not report any symptoms related to high blood glucose. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with glucose tablet for low blood glucose. No further patient complication were reported. Insulin pump will not be return for analysis.